Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. The brush suddenly broke off (the bristled head broke off the attachment) and got a small screw in mouth [device breakage]. Case description: a (B)(6) female consumer reported that she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown and oral-b brushhead, version unknown when the brush suddenly broke off (the bristled head broke off the attachment) and she got a small screw in her mouth which she almost choked on. The case outcome was recovered. No further information was provided. (B)(6) 2015 received follow-up email from consumer: the consumer reported that this broken brushhead was the last of a pack of four bought a long time ago. She stated that the brushhead had never been dropped, and that she had been brushing with oral-b toothbrushes for years. The case outcome remained recovered. No further information was provided.